Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the main tube was broken by the proximal area. The clevis was dislodged from the main tube. There were missing pieces from the main tube but engineering was unable to measure due to how it was damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the black diamond micro forceps instrument was noted to have a bent tip. No patient harm, adverse outcome or injury was reported.